Event description:
Customer called in with a loaner insulin pump requesting assistance with setting time/date, basal rates, fixed prime, bolus and meter ID. On (B)(6) 2013. Customer's husband called to report the passing of his wife. Caller stated that the cause of death was due to diabetes coma. Caller stated that the customer's blood glucose reading at the time of death was 31 mg/dl. Caller stated that the insulin pump was not giving the customer the correct amount of insulin. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be return for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.